Event description:
Customer reports that the medtech marked a and b for newborn twins, however, the broker dropped the a. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be filed when the investigation is complete. Ge reference #: (B)(4).